Manufacturer narrative:
Additional information was received that the patient's tooth was extracted because they could not remove the broken portion of the file. The returned reciproc blue file r25 8/100 25mm 025 is broken in the active part (fatigue). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. The batch number is unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a reciproc blue broke during use; the broken part is remaining in the root canal, outcome of the event is unknown as of this MDR evaluation.